Event description:
The patient presented to the clinic after receiving an alert for high hvli. High hvli measurements were observed from rv-svc-can and svc-can. The svc configuration was programmed off.

Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: internal insulation abrasion was noted at 8.5-10.3cm from the distal tip. The etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion were noted at 6.8-10.6cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted under the rv shock coil at 6.3-6.7cm from the distal tip. The etfe coating was abraded at this location. Fracture of the svc shock coil was noted at 21.3cm from the distal tip, consistent with the field observation of high hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.